Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free catheter extension set had an occluded valve. The reporter stated that the set was unable to be primed with normal saline. Patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A stand alone one-link l.a.d was received for evaluation. Visual inspection did not reveal any obvious defects. Microscopic inspection showed that the one-link had a gland re-knit, however the center slit opened after several seconds. Flow testing was performed; the device primed and flowed normally. The reported condition was verified due to the re-knit gland. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.